Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel disconnect alarm could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that a channel disconnect occurred during a continuous blinatumomab (blincyto) infusion and a platelet transfusion. The user selected "confirm/okay" to acknowledge the alarm and channel a (blincyto) turned off. Since this was a 24 continuous chemotherapy infusion, the user was unable to send the pump to biomed with the tubing attached. Since there was not a clean pump available on the unit, the infusion was paused for 20 minutes total, until the new pump arrived.